Event description:
It was reported to philips that the system did not start up correctly. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not starting. A review of the system logfiles found that both the windows and applications were unresponsive due to the host pc's video card failing to start. Additionally, the customer activated the emergency stop button, which led to a geometry boot-up problem. Upon troubleshooting actions, rse identified that the root cause of the issue was the improper booting of the host pc's graphic card. The customer restarted the system multiple times to resolve the issue. After multiple restarts, the system was returned to use in good working order.